Manufacturer narrative:
Product analysis: the analysis was unable to confirm the customer comment of the external pulse generator (epg), displayed the error code 200. The device would not power up to test. It was also determined at analysis that the main pcb is corroded, the hanger is cracked and the and keypad window and encoder assembly is scratched. The lower case is broken, the lcd is contaminated and both output connectors are discoloured. Two case screws, hanger screw and all six pcb screws are contaminated. Firmware was updated, all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), displayed the error code 200. The epg does not turn on. The epg was returned to service and repair. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.